Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the iliac artery, with mild tortuosity. During pre-dilatation, the foxcross balloon ruptured during 1st inflation, at 6 atmospheres for 30 seconds. As the target lesion was somewhat expanded, a non-abbott stent was advanced, but it was unable to cross the lesion. A non-abbott balloon was then used for additional dilatation and the stent was successfully implanted to complete the procedure. There were no adverse patient effects. It was further reported that the foxcross was prepped prior to inflation, inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: radifocus, cruise. Stent: luminexx. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.